Event description:
The customer reported that the device did not have an audible tone.

Manufacturer narrative:
Final analysis revealed that the device did not have an audible tone due to broken transducer wire.